Event description:
It was reported that the reservoir leaked. The blood glucose reading is 199 mg/dl. Customer stated that the reservoir was used. The reservoir leaked inside of the reservoir chamber. Insulin leaked past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.